Event description:
It was reported that the patient had been hospitalized via ambulance with hypoglycemia. The patient's blood glucose levels dropped to 50 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include loss of consciousness, headache, and hypoglycemia. The patient treated herself with a glucagon pen and drank 2 big units of grape juice. At the hospital no treatment was provided other than tylenol for her headache. Patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.